Event description:
It was reported that a small volume folfusor under infused with a patient. There was no report of patient injury, medical intervention or adverse event associated with this event. No additional information is available.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). Additional information: this lot was manufactured from june 22, 2014 to june 24, 2014. Evaluation: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was received for evaluation with 35 ml of fluid within its bladder. According to the device label it was filled with fluorouracil and 5% glucose solution. Visual inspection showed no defects. Flow rate testing was performed and found to be within the normal range. The reported problem was not verified. Should additional relevant information become available, a supplemental report will be submitted.